Event description:
This notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The user alleges asthma. The device has not yet been returned to the manufacturer for evaluation. Three attempts to have the device returned for evaluation and investigation were unsuccessful. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
Additional information was received on apr 07, 2022, and h11 should be reported as: this notification is being reviewed due to an allegation from the user of a dreamstation auto CPAP device. The manufacturer previously received information that the patient alleged asthma. Medical intervention was not specified. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was one error code found. The manufacturer service center concludes that unit passed final test. Health impact grid was corrected in this report. Evaluation method code grid, evaluation results code grid, conclusion code grid was updated.